Event description:
It was reported that an intellanav mifi oi presented the port of the catheter fractured and leaking fluid, the fracture was located on the luer lock port where it attaches to the tubing extension on the catheter side. This was discovered when the maestro 4000 alarmed about an excessive temperature detected, the flow rate at the moment was 17 ml per min, a metriq pump was used during the procedure. To solve the problem the catheter was replaced, and the procedure was completed successfully without patient complications. The reported catheter has been returned.

Manufacturer narrative:
Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Media inspection revealed that a picture of the device was attached and it was observed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported event was confirmed.